Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus deliveries. A supply change was performed to resolve the alarms. Customer's blood glucose was 302 mg/dl.